Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the ICD device showed the ventricular sensing integrity counter was 284 over the 10 days of implant. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported there was oversensing on the pace sense lead with non sustained tachy events and a short interval count of 157. Possible grommet oversensing. The oversensing is being monitored and lead and the device remain in use. No patient complications were reported as a result of this event.